Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. The patient had an increase in solution with his pump. It took two weeks for the patient to figure out that he was experiencing overdose symptoms. The patient went back to the doctor who reduced the solution twice but the patient still felt lethargic, "scrambled eggs in brain feeling", and sleepy. The doctor was stumped as to why the patient did not feel relief of the symptoms. Additional information was received from a consumer who reported that the patient had experienced an overdose. It was also reported that the patient's pump had administered morphine and baclofen at the time of the event. The intrathecal drug information reported was discrepant; it was unclear as reported when/if baclofen was being administered via the patient's pump. The patient's indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). Additional information has been requested, but it was not available at the time of this report.